Event description:
The patient was implanted with an itrel neurostimulator on 08/28/1991 for failed back surgery syndrome.the hcp reported battery depletion 7.5 years later.the hcp also stated the patient was put on his knees when going through magnetic detectors.the patient underwent expantation of the device and reimplantation of another itrel neurostimulator on 03/03/1999.the device was returned to the manufacturer for analysis.